Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 6 mg/dl, and a fall, causing bruise on knee, and customer to hit head. Additionally, customer fell on the pump, resulting in the pump touch screen becoming cracked, unresponsive and unreadable. The cause of the low bg was unknown. Bg was addressed via intravenous saline. Reportedly, the customer was released 7 hours later with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified; however, based on the analysis, the alleged low bg issue could not be verified. Additionally, a different issue was identified.